Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that they wanted the implant removed because they didn't think it was doing the job it was supposed to be doing for their symptoms since they got it. The patient said when they got the implant, they'd gotten it for their chronic diarrhea and that they'd weighted 125-130 pounds then however the therapy hadn't ever helped their symptoms and they continued to have the diarrhea and they were now down to 105 pounds. The patient said they told their healthcare provider (hcp) at an appointment in (B)(6) 2026 they wanted it removed and their hcp contacted a manufacturer company representative (rep) who called them within 24 hours of their appointment and helped them switch from program 1 to program 2 but they still didn't see a difference. The patient wanted to know why should they keep having it in their body if it wasn't helping their symptoms. They did admit though they'd been to the gi lab and had tried "all these things" they'd only tried two programs thus far. The patient said even if they tried to turn the stimulation up, they would get a pinching sensation in their anal area and it would be very uncomfortable and they weren't going to walk around having a feeling like someone was pinching their butt all the time. Patient services reviewed device description /function and programming and stimulation considerations with the patient but did not ask any further questions about the situation as they were focused on the reason for call. On 2026-jul-07 additional information was received from a healthcare provider (hcp). The hcp reported that the cause of the patient being only head MRI eligible was them not having a full-body eligible device implanted. The patient was seen by their doctor on (B)(6) 2026 and was scheduled for a replacement with an MRI compatible device on (B)(6) 2026. Further information about the patient's lack of therapeutic benefit was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.